Event description:
It was reported while pulling expired implants at the distributors office that the stem was protruding through the box and internal packaging. There was no patient involvement. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.